Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in a mildly tortuous and mildly calcified peripheral vessel. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complication nor injuries reported.